Event description:
It was reported there were connector issues with the epg (external pulse generator). The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: three self-test stuck buttons (on/off) detected in the device log and three recovered.

Event description:
It was reported there were connector issues with the epg (external pulse generator). The epg was returned for repair. There was no patient involvement. Additional information was received that the nut for the atrial connector came off. The connector fell inside the epg, and the main seal gasket was hanging out a half inch at the bottom of the device near the battery drawer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the output connector nut was missing. It was also noted that the display wire insulation was pinched but the wire insulation was not compromised, one case screw was contaminated, and the main seal was pinched. (B)(4)